Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient dosed his mealtime bolus based on inaccurately high cgm value of 240 mg/dl. An unspecified amount of time after the bolus, the patient felt shaky while watching tv and the bg was 45 mg/dl. He lost consciousness. When he regained consciousness he checked the bg which had dropped to 35 mg/dl. He was able to crawl to the kitchen to call 911. When emergency medical services (ems) arrived, they treated the patient with an unspecified glucose injection and he recovered after treatment. At the time of the report, the patient had recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.